Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. The system was tested, however noise was unable to be reproduced. Additional information was received that this was reprogrammed to the secondary vector. This patient has not received any additional shocks since reprogramming. The cause of the inappropriate shocks were attributed to a connection issue between the electrode and device header. This system remains in service. No adverse patient effects were reported.